Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via phone that the customer was hospitalized for 45 days due to the insulin pump. Customer's wife declined to provide further information. Troubleshooting was declined.